Event description:
It was reported that "patient had a prior 2 level acdf done at c4-5-6 in 2005. Dr. Removed the old plate (original hybrid) due to non-union at c4-5. After peek was placed a 3 level plate was put on. Several of the old holes were used as well as 4-5 revision screws. The screws were very difficult to place through the plate and dr. Noticed small pieces of metal "shavings" that were coming from the place and/or screws. Also while placing the top left screw (c4) a locking ring was pulled from the plate. The final construct was a peek spacer at c4-5 and c6-7 and 1.5 screws and 5 and 4.0 screws x2 all variable angle. There was only one screw at the top of the const due to the missing locking ring."

Manufacturer narrative:
The device is unavailable for evaluation. Additional information has been requested and if received will be provided on a supplemental.